Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.4. Device information: the device lot/serial number was requested but was unavailable. Therefore, device information remains unknown. D.6a. If implanted, give date: date of device implant was requested, but is unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.4. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date remains unknown. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation will be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted that an aortic extender component was also implanted. On (B)(6) 2023, follow-up CT imaging was performed. On (B)(6) 2023, the physician discussed with the gore representative the need to intervene due to disease progression in the proximal landing zone. A left renal snorkel intervention was planned for (B)(6) 2024. On (B)(6) 2023, the gore representative informed that the reintervention was cancelled due to the patient's overall health. The patient continues to be monitored.

Manufacturer narrative:
H.6. Investigation findings for imaging evaluation: code c19 - two jpg images were submitted for evaluation. The images could not be manipulated in any way and were of poor quality, therefore, it was difficult to discern if a graft was present distal to the right renal artery. Grafts were present in the common iliac arteries bilaterally. According to the images provided, the diameter distal to the right renal artery measured approximately 26.6mm. Diameters in the left renal artery measured 5.8mm (most proximal), 7.2mm, 8.6mm, and 7.3mm (most distal). The evaluation was unable to confirm aortic neck dilation. H.6. Investigation findings for imaging evaluation: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d1001.